Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The friends and family of the patient reported that the patient had a loss of therapy/return of symptoms that was sudden in nature. The implant was not on. The implanted was turned back on and communication with the patient controller showed "call your doctor" end of service (eos). The indications for use (ifus) were essential tremor and movement disorders.

Event description:
Follow-up from the patient reported that the circumstance that led to the device being turned off and seeing an end of service (eos) message was that battery level had never been checked. To resolve the return of symptoms the generator was replaced.